Manufacturer narrative:
The investigation showed that the system was manipulated in the field. The flange was unscrewed in order to manipulate the red cone and loctite was not applied to the screws as it was not properly listed in the service documentation. The service documentation was in the meantime updated accordingly. The investigation showed that the issue is not related to the product design or production failure, since the system was manipulated in the field and was improperly reassembled. According to our experts, the collimator cannot fall down even if the screws are loose. Therefore no risk for patient or operator exists and the complaint is reclassified to a non-safety related. According to the siemens local service engineer, the screws were re-screwed on the flange and (B)(4) was applied to their threads. The system was brought back to specifications and is fully operational.

Event description:
While performing service on the mobilett mira max unit siemens engineer noticed that rotary collimator flange was loose. Upon a closer inspection it was found that several screws securing the rotary flange were loose and needed to be retightened. The engineer replaced the collimator, retightened the screws and successfully checked system operation. There are no injuries attributed to this event. The reported event occurred in (B)(6).

Manufacturer narrative:
The unit was brought back to specifications. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. This report was submitted july 9, 2015. (B)(6).